Manufacturer narrative:
B5: the sets were connected to a non-baxter extension sets at the time of the events. D10: b braun extension set. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event is not able to be recreated. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood backflow in an unspecified quantity of clearlink system continu-flo solution sets. These issues occurred during intravenous (IV) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.